Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary was not turning on. The customer stated that they managed to get the medication from another station that caused a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 24-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station would not power on, making a faint click noise but does not come on. A field service engineer removed the main back panel and isolated drawers individually to identify auxiliary drawer 1.1 as the source of the station failure, replaced its drawer controller board, restarted the station, and verified functionality with the hardware test application. The system functioned as intended after the field service engineer repaired the device.

Manufacturer narrative:
Additional information: section h manufacturer narrative, section b describe event or problem, section d device available for eval and returned to manufacturer on. Part analysis: the report of the meds es- machine would not turn on was confirmed during fse testing. According to work order (B)(4), the field service engineer (fse) observed that the station could not power on, it makes a faint click noise but does not come on. After troubleshooting step above, fse determined auxiliary drawer 1.1 taking the station down. Fse replaced drawer controller board for aux 1.1 and restated station and ran hardware test application tool final test with no issue. The station was restarted. Dchu inspection confirmed that one (1) used drawer controller board was received in good condition, the board had no visible damage, missing or damaged components or any other anomalies observed. The drawer controller board was tested using a dmm on an esd protected area. The ohms function was selected. The first test consisted of verifying the d501/mosfet q501 condition. Dmm showed a resistance of less than the expected range. No further tests were required for this drawer controller board. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the reported issue bd pyxis¿ medstation¿ es auxiliary failure was determined as a damaged d501/mosfet q501 in the drawer controller board identified during dmm tests, which can result in a systemic failure such as unit not powering on as reported by customer.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary was not turning on. The customer stated that they managed to get the medication from another station that caused a delay in patient care. As per part investigation, it was determined that the failure was caused by a damaged d501 and mosfet q501 on the drawer controller board, preventing the unit from powering on. There were no adverse events or injuries reported based on this event.